Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was feeling electrical current, like a jolting sensation that caused their legs to kick out especially when laying down. It was noted that the issue was occurring even with the stimulation off and the patient was programmed to cycle 30 minutes on and 10 minutes off. The clinician programmer showed in the last three days that there was minimal therapy on status, but the patient still had the stimulation/jolting sensation. An impedance check was fine. The patient was directed to their healthcare provider for the jolting sensation. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the troubleshooting performed related to the shocking was an impedance check. The cause of the shocking was unknown. The shocking has not been resolved. No further complications were reported or anticipated.